Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that pacing impedances on this right ventricular (rv) lead were found to be greater than 3000 ohms. Thresholds were also noted to be somewhat high. No adverse patient effects were reported. This rv lead and the non-boston scientific pulse generator remain in service.